Event description:
The complaint was reported as: the complaint alleges that the circuit had been connected to a ventilator for leak testing. On the inspiratory limb there is a crack in the blue corrugated tubing where it is connected to the opaque connector. No pt injury.

Manufacturer narrative:
The device sample was received by the MFR, but the investigation is incomplete at the time of this report. The device history record (DHR) review was conducted for the reported lot number. No issues or discrepancies were found which could potentially relate to this issue. The DHR shows that the product was assembled and inspected according to specs. No non conformance reports were originated for the lot number in question.